Event description:
It was reported a burr detachment occurred, requiring additional intervention. A rotapro 1.25mm was selected for use during a percutaneous coronary intervention (pci). The target lesion was tortuous and highly calcified. During rotablation with the rotapro 1.25mm, the burr of the device became stuck in the lesion and tore away from the catheter and the patient underwent bypass surgery. The patient was stable following the procedure and transferred to another location for surgery. The burr was successfully removed in surgery. The device is not available for return per the healthcare facility.